Event description:
A report was received that the patient had frequent ipg charging. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4) (sn (B)(4)). Device evaluation indicated that the device passed all tests performed and revealed no anomalies.

Event description:
A report was received that the patient had frequent ipg charging. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.